Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
The patient received a vibratory alert. The merlin remote transmission indicated premature battery depletion and decreased lead impedance measurements. Abbott technical support reviewed the session records and premature battery depletion was also observed and the lead impedance measurements appear to be false due to low battery voltage. The device was explanted and replaced with no adverse consequences to the patient.